Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03894 and 3005099803-2024-03895 for the associated device information. It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the bile duct for stricture management during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy as the suture was unable to be released. A second flexima biliary preloaded stent of a different size was used but the same problem occurred. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: a flexima biliary preloaded stent was received for analysis. Media inspection on the photo of the device provided found that the guide catheter was kinked. Visual inspection found that the guide catheter was kinked, and the cap was detached. The push catheter suture hole was torn, and the stent was not deployed. No other problems were noted with the device. Product analysis confirmed the reported events of suture deployment issue and stent failure to deploy, and these events could have occurred as a result of the difficulties when trying to deploy the stent. If the device had pressure during the attempted deployment possibly due to the physician's technique, it is most likely that the stent could not be deployed, and the push catheter suture hole was torn by the pressure added by the suture. Furthermore, it is also possible that the pressure being applied when deploying the stent resulted in the observed event of the guide catheter being kinked and since the guide catheter was most likely stuck, it could not be released from the delivery system, and this would result in the guide catheter being detached from the cap. The observed event of guide catheter kinked would have then affected the way the suture is supposed to be deployed from the stent and push catheter. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03894 and 3005099803-2024-03895 for the associated device information. It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the bile duct for stricture management during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy as the suture was unable to be released. A second flexima biliary preloaded stent of a different size was used but the same problem occurred. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event.